Event description:
It was reported there was an impedance issue; reading >40000 ohms. All combinations with electrode 2. When using contact 2 with case, the patient had side effects at 3.0 volts. C,0 2876 c,1 1659 c,2 40,000 c,3 2500 01, 3998 0,2 40,000 0,3 5584 1,2 40,000 1,3 3703 2.3 40,000 therapy measurements: 0+,1-,2+, 3.5v 90us 130hz 1574 threshold testing: c, 0, blurred vision 1.5v c,1 tightness contralateral side 1.5 v c, 2 spasm, face pulling 3.0 v c, 3 tightness across chest 1.5 v. Follow up reporting noted that the high impedance did not resolve on one electrode. Diagnostics involved impedance testing and reprogramming. The patient was receiving good therapy. Cause was unknown. The patient was to have normal follow up with the neurologist. Patient outcome was noted as patient was doing fine and considering surgery for the other side.